Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection that the ultrasound gastrovideoscope exhibited the adhesive peeling off the tip cover screw. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided, the issue could not be reproduced, and the root cause of the event could not be determined. Olympus will continue to monitor the field performance for this device.